Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Consumer reported the patient has bladder retention and further states their bladder is not draining. It was clarified that the patient currently has this symptom. The patient's healthcare provider (hcp) is no longer in the patient's insurance network so the patient's hcp referred them to another urologist. The consumer said the patient made an appointment with the hcp, but does not know if the hcp is on the hcp listings the manufacturing company sent to them. It was reviewed that the list is voluntary and not all hcps will be on it. At the time of the initial report, the consumer did not have access to the patient programmer (pp) so no troubleshooting could occur due to the lack of access to the product. The consumer noted that it has been a long time since the ins was checked and the patient has dementia (not related to device/therapy). It is unknown if the ins is on. Consumer further clarified that they have not been really good with the pp and further noted there is nothing wrong with anything. The patient has been going in their pad for years. Since going into assisted living, they have been making adjustments to their settings that they thought would work for them. Within doing that, time went on and the patient got dementia so they no longer go to the bathroom on their own and only go in their pad. The patient has found an hcp that is familiar with the manufacturing company's ins and will go see them. No device issue and no further patient complications have been reported as a result of this event.